Manufacturer narrative:
The device was received partially deployed, with the needle seen through the soft cannula. Upon removing the top housing, the needle fully retracted and the linkage assembly was in the fully deployed state. Upon observing the top housing, score marks were found on the inside of the top housing indicating that the linkage assembly was misaligned which is what caused the needle to not fully retract. During investigation, the needle mechanism was manually reset into its loaded position using the lock and load fixture. Rotation of the ratchet gear successfully deployed the needle mechanism. The download data showed no timeouts, drive stalls or alarms that would indicate the device struggling to deliver insulin. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract. The pod was worn longer than 48 hours.